Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a perclose proglide device after a coronary stenting interventional procedure, using a 6f sheath. Hemostasis was achieved with the proglide suture. Reportedly, the patient complained of leg pain. The patient had a thrombosis at the access site. A surgical cut down was performed to remove the suture and treat the thrombosis. The patient was hospitalized for 3 days for the treatment of the thrombosis. The patient was already on antiplatelets prior to the surgical procedure, pain medication was given for the surgical procedure. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.